Manufacturer narrative:
A2 field - patient age estimated between 60 and 70 years it was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while preparing this swan-ganz catheter for removal after eight hours of use, some unspecified problems were faced. After pulling out the catheter successfully, it was realized that the balloon would not deflate. The balloon was inflated and tested before use without issues. In addition, some liquid was noticed in the inflation tube. Customer suspected this liquid could be condensation or may have been part of the troubleshooting. The problem was solved using a new catheter. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Updated: h6( type of investigation, investigation findings, investigation conclusions). The device was not returned to our product evaluation laboratory since it was discarded at the hospital. As part of the manufacturing process, a balloon inspection is performed in all units. As per procedure, balloon free deflation time requirements are established for all models. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. The complaint affected product was not returned for evaluation; therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed.